Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 power supply and camera were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had lines in the images then would not images. No pt injury was reported.